Manufacturer narrative:
(B)(4). It was reported that during an idvt case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by transthoracic echo. Caller reported that the medical intervention provided was a pericardiocentesis and 700cc of fluid were removed. The patient was reported to be in stable condition. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: smartablate generator (s/n: (B)(4)). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) female patient underwent an idvt ablation procedure and suffered a cardiac tamponade which was first noticed 30 minutes post ablation. Act was kept in the 300sec range. The patient was treated with pericardiocentesis with 700cc of fluid removed and fully recovered. The patient was in the hospital for two days after this event, mainly for observation. Smartablate generator (s/n: (B)(4)): power control mode at 30w. Flow setting of an irrigated catheter was 17ml/min. Sjm 8.5fr sl0 sheath was used.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.